Manufacturer narrative:
Material and structural testing was performed at the parent company. A change in the design of the part was done, which improved quality and durability of the seat post area. The chair was updated using the re-designed part. DHR for this specific device was reviewed and the chair met specification prior to distribution.

Event description:
Client reported the upper plate of the fixed seat tube became detached allowing the seating to fall off of the base of wheelchair. Client reported not to have suffered any injury as a result of this event.